Manufacturer narrative:
The device was received, and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a false air in line alarm. Service evaluation verified the false air in line alarm. The cause was identified to be a failed upstream sensor. The failed upstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a false air in line message. There was no patient involvement. No additional information is available.